Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was noted at 45.0cm from the lead tip, consistent with lead friction to the ICD can. The etfe coating was intact at the same location.

Event description:
It was reported that inappropriate therapy due to noise was observed. Lead was explanted.